Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked keypad overlay at select button, left belt clip rail broken and damaged serial number label.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the battery cap was damaged. Customer stated display was not blank currently. Customer stated that the belt clip rail was damaged. The insulin pump will be returned for analysis.